Event description:
At the plastic luer attachment of the cannula, the customer noticed small cracks. They claimed that these cracks caused an obstruct of current conduction. This complaint does not indicate that this event occurred during a surgical procedure.

Manufacturer narrative:
Summary eval: eval results suggest that this event would not be associated with device but rather would be related to user technique.